Manufacturer narrative:
(B)(4). Patient felt slightly weak.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. It has been reported that there was a difference in readings of 100 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported.